Manufacturer narrative:
A visual examination of the returned driver was performed under magnification. A torsional fracture pattern was found where the shaft transitions into the hex feature. A torsional fracture pattern likely indicates an excessive twisting load (torsion). Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance.

Event description:
During screw insertion into an aculoc 2 plate, the driver tip broke off in a locking screw head. The tip was not able to be extracted from the screw head and was left implanted in the patient's body.